Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances (sli) measuring 125 ohms. It was noted there has been a gradual increase over the last year. Technical services (ts) believes this is due to a physiologic condition. Ts recommended to perform a commanded shock to see what the actual delivered impedance measurement is and to consider increasing the upper rate limit to 150 ohms. The health care professional is going to increase the upper rate limit. At this time, the rv lead remains in service. No adverse patient effects were reported.